Event description:
The manufacturer's representative reported that the pump was explanted, due to overdose after an implant duration of 79 months. The patient was experiencing respiratory symptoms, fatigue and loss of concentration. The pump was delivering morphine 25 mg/ml at an unk daily dose. The hcp had reduced the dose and subsequently explanted the device. The device was part of a recall. Patient outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis in complete. Related event also reported on manufacturer's report #6000030-2006-01165.